Manufacturer narrative:
H4: correction: in initial report, the manufacturing date was unknown. The correct date is 10/1/2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2020 with blurry vision - abnormal topography on the right (od) eye post treatment. It was stated that the patient experienced loss of best corrected visual acuity (bcva). Patients chief complaint was blurry vision in right (od) eye. The patient reported the symptoms are not interfering with daily activities. Bcva on (B)(6) 2018: right eye pre-op was 20/20 -2.00 x -1.50 x 10, left eye pre-op was 20/20 -2.00 x -1.50 x 168. Bcva on (B)(6) 2019: right eye post-op was 20/15 .00 x .00 x 90, left eye post-op was 20/15 .00 x .00 x 90. Bcva from (B)(6) 2020: right eye post-op 20/20, left eye post-op 20/40.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.